Event description:
It was reported via a competent authority user report that an inlay fractured. Insufficient information was provided to determine whether the fracture occurred while implanted in the patient, leading to revision surgery, or during surgical implantation by a healthcare professional. As contact and facility information were also not provided, no further information is available and due diligence cannot be completed.

Manufacturer narrative:
(B)(4). Year of birth: 1970. Foreign source: germany. User facility: bfarm user report reference 27893/22. The product will not be returning to zimmer biomet for evaluation as the product location is unknown. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no signs of loosening or radiolucency. Nonspecific loss of medial compartment spacing which could be related to worn polyethylene. Complete loss of medial compartment joint spacing on the images acquired one week prior to revision surgery. This is a nonspecific finding. Findings can be seen with disrupted or worn polyethylene lining. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision op notes: instability, increasing pain for 1 year, no trauma, hyperextension 10°, slightly grayish discolored synovium and small pe particles, synovectomy to entire joint, removal of broken and abraded inlay, femur and tibia components firmly in place. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Complaint has been confirmed with provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently the patient began to experience and increasingly instability. Approximately five (5) years post-implantation, the patient was revised due to pain, instability, hyperextension, and subluxation. During the revision surgery scar tissue was noted and the articular surface was found to be fractured and abraded. The bearing component was exchanged without complication and the femoral and tibial components remain implanted. It was reported that no further information is available.

Manufacturer narrative:
This report is being submitted to relay additional information. D10: unknown size 65 femoral component: catalog#ni, lot#ni; unknown size 67 tibial component: catalog#ni, lot#ni; unknown bone cement: catalog#ni, lot#ni. Additional information has prompted a review of the investigation. The product will not be returned to zimmer biomet as the product has been discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
Additional information provided does not alter previously reported investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.